Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported while brushing, the brush was coming out with a rust color during reprocessing of an olympus colonovideoscope. The customer stated the issue persisted after cleaning and sanitizing. There was no patient involvement.